Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 546 mg/dl, hi (greater than 600 mg/dl) (inform) and 168 mg/dl (lab). No actions taken based on device results. Patient was treated based upon the lab result (treatment type not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.